Event description:
On (B)(6) 2010 the pt reported experiencing elevated blood glucose of up to 408 mg/dl for the past 1.5 hrs despite bolusing through the infusion device. His normal blood glucose range is 100-150 mg/dl. He injected insulin via syringe to lower his blood glucose. He changed the infusion set and insulin cartridge yesterday and the adapter was changed one week ago. He stated the infusion tubing took an unusually long time to prime and squirted insulin when the tubing was filled. He primed again with the same results and he changed to a new tubing. He stated there were no kinks in the infusion tubing. Upon follow up the pt stated his blood glucose was still higher than normal. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for eval.